Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the pai region involving pentax video scope eg-2990i. In the event reported, it was stated that there was no illumination. The anomaly was discovered in the procedure room during use. The customer stated that no accessory was used during the procedure and there were no patient/user injuries, adverse events, delay, or medical intervention reported. There was no adverse event reported with this complaint. The device was returned to pentax for further evaluation on service order (B)(4). The device was inspected where the user narrative was confirmed. The inspection findings are as follows: image blackout; leak at side body cover; fluid invasion in segment section; fluid invasion in control body; pve electrical pin corroded; failed dry leak test; wet leak test not performed unit compromised; pve electrical connector frame has severe corrosion; bedside body cover; disconnected; endoscope failed electrical safety test - plct; up/ down guide plate corroded; side body cover o-ring sticking out; fluid invasion in pve connector fluid invasion to insertion tube; customer complaint confirmed; control body severe corrosion inside; ccd circuit board corrosion; fluid invasion in umbilical light guide cable; hole in # 1 remote control button cover; fluid damage to light carrying bundle. The device is in the process of being repaired and will be return to the use upon completion. Parts to be replaced: o-rings and seals; distal end assy with tubes adjusting collar; bending rubber; distal attaching plate; segment assy attaching screw; segment attaching screw; staycoil collar; segment staycoil assy pb-free; rl pulley assy; ud pulley assy; bracket cover; connecting receptacle (2); connecting receptacle; dr-stopper assy; intermediate plate; staycoil holder bracket; stopper screw holding plate; ul-stopper assy; pcb for r.c switch pb-free; remote control button switch with base plate no1 pb-free; switch with base plate no2 pb-free; gnd wire; remote control wire; pcb for ccd drive pb-free; electrical connector assy; shield pipe for ccd; signal wire for ccd; conductive plate; base plate a review of the service history indicates the device was routinely serviced at a pentax facility. On 12-oct-2021, a device history record (DHR) review for model eg-2990i, serial number (B)(4) was performed and the DHR review confirmed the endoscope was manufactured on 18dec2012 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed. No other information provided with this complaint.